Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: 1.ensure proper power condition at site (proper grounding & no voltage fluctuation) . 2.during fumigation equipment must cover or moved to other area. 3.prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. 4.clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that no image was displayed on the monitor when the camera head was connected and e226 scope communication error was displayed on the video processor display. The issue was identified during maintenance. There was no patient or procedure involvement. This report captures the complaint on camera head. Patient identifier (B)(6) captures the complaint on video processor.

Manufacturer narrative:
The device was returned to olympus and evaluated. The camera head was inspected as per olympus standards and customer allegation was not duplicated. Device evaluation found that the coupler was rusted and coupler grooves were deformed. Front packing was found to be deformed/cut. Multiple cuts and wrinkles on the cable assembly of this camera head were noted. The charge coupled device (ccd) lens was cracked due to which image fogginess might occur. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.